Event description:
It was reported that the valve was explanted after an implant duration of approximately 9 years due to severe mitral regurgitation. Per the operative report: "...a good exposure was obtained of the old mitral valve prosthesis. The old valve was excised... One leaflet was clearly destroyed. ...there was some significant calcification from the patient's previous rheumatic changes. A 25 [edwards] magna valve was selected...and sewn into place easily. ...the patient weaned from cardiopulmonary bypass... Transesophageal echocardiogram showed no intracardiac air, a well-seated and well-functioning bioprosthesis with no perivalvular leaks and preserved lv function. ...the patient was transported hemodynamically stable to open heart recovery."

Manufacturer narrative:
Evaluation summary: moderate calcification was observed in the cusp area of leaflet 3, minimal to moderate calcification was observed in the cusp area of leaflet 2. The free margin of leaflet 2 exhibited minimal calcification, free margin of leaflet 3 exhibited heavy calcification. Host tissue was minimal at the stent inflow and minimal to moderate at the stent outflow. Thickened and swollen tissue was observed on leaflets 1 and 2 at commissures 1 and 3. Two tears were observed on leaflet 3, one at commissure 3, and one tear at commissure 1. Pledgets were also observed on the sewing ring near commissure 1. The x-ray demonstrated calcification, no visible inconsistencies observed on wireform. The explanted device was returned to edwards for analysis, which confirmed the reported calcification. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.